Event description:
The customer contact reported concurrent flow. On an unspecified date, the primary tubing set was being used to deliver an unspecified volume of sodium chloride and an unspecified concentration of potassium chloride, at an unspecified rate, via a symbiq pump. No specific pump programming parameters were provided. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to an unspecified location on the primary tubing set for piggyback delivery of an unspecified medication. The primary solution container was hung lower than the secondary solution container. After an unspecified length of time after the piggyback delivery was started, the nurse went to check on the pt and found both the primary and secondary tubing sets were dripping and when the pump alarmed that the infusion was complete, an unspecified volume of medication remained in the secondary container. The customer contact reported the primary tubing set was clamped proximal to pump and therapy was resumed. The customer contact indicated that the time to deliver all of the secondary medication was doubled from the intended duration. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were reported. It was reported that after the therapy was completed, the primary tubing set and the secondary tubing set were replaced. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.